Event description:
It was reported that a large volume infusor had a black mark on its reservoir. This was found before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.